Event description:
It was reported that during a procedure, the surgeon was attempting to perform meniscal repair. The first t deployed with both devices as per technique. The second t deployed into the knee when needle was retracted from meniscus. Both implants were retrieved from the patient¿s knee. A third device was used successfully.

Manufacturer narrative:
The devices were functionally tested for proper actuator advancement and cycling and were found to function as intended. Based on the investigation results, two devices were returned for evaluation. Ts and sutures from each device are free from their insertion needles. Visual inspection of each device confirmed that the actuator is at the post t2 deployment position; indicating a complete deployment of each device. One of the returned devices insertion needle is bent. The devices were functionally tested for proper actuator advancement and cycling and were found to function as intended. No root cause related to the manufacture of the device can be established. No further investigation is warranted at this time. (B)(4).